Event description:
It was reported that during use of the pump, whenever the patient moved in bed, a slight oozing of blood was noted at the insertion site. A leak test was performed by kinking the tubing. Over a one minute time period, the baseline (which had been slightly high) dropped. The balloon connector was changed but the alarms activated. The patient was transferred to another pump without any complications. The pump was being used with a 30cc iab, with the pump set at 29cc.